Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) h2: additional information/device evaluation/correction h6: type of investigation - additional/correction h6: investigation findings - correction h6: investigation conclusion - correction

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.